Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation, but it has not yet been received. Add'l info will be submitted within thirty days upon receipt.

Event description:
When the physician opened the package of the cypher select plus, it was noted that the stent was not over the balloon, but proximal to the balloon.